Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1jhg5, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that an advanced evaluation trial patient had an infection that the managing health care physician (hcp) first heard about when the patient called reporting of some pain at the pocket site. The infection was found during pre-operation and the implanting physician removed the leads on (B)(6) 2017, which resolved the issue. The representative reported that contributing factors to the infection was poor hygiene during the trialing period and the patient¿s ongoing lifestyle. There were no further complications reported/anticipated.